Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 47 mg/dl at 8:20, "hi" mg/dl at 8:20, 381 mg/dl at 8:21, 95 mg/dl at 8:22, 65 mg/dl at 8:24, and 144 mg/dl at 8:27. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. The patient had hypoglycemia symptoms of convulsion and unconsciousness. The patient's blood glucose result was 243 mg/dl at 8:35. The patient's father tried to treat her with glycogen but could not. The patient was transported to the hospital and she arrived at 9:20. The blood glucose result at the hospital was 22 mg/dl and she treated with glucose serum. The patient was in the hospital until (B)(6) 2018. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.